Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient ate breakfast and gave an insulin injection for his meal. At an unknown time later, the patient experienced dizziness and lost consciousness. The patient¿s wife called for an ambulance. No cgm or bg meter values could be recalled. Once ems arrived, the patient the transported to the ER. The patient could not recall the treatment/medication provided to him by ems. At the ER, the patient was treated with a baby aspirin, blood thinners, and lisinopril medication. While in the ER, no bg/cgm values could be recalled however, the patient was alleging an inaccuracy. Information on when the patient was discharged home was not available. The patient was in good condition at the time of report, other than a headache. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.